Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the malposition of the device, renal stenosis, and the use of the renal stents. The most likely cause of the difficult to position and the ultimate malposition of the new main body stent was the intentional user error by using this product to reline an existing stent (cautionary product use condition). Usual procedural steps of deployment were unable to be performed, such as the repositioning of the stent onto the bifurcation (procedure related). There were no anatomy related issues detected. Associated clinical harms associated with this device failure included: renal stenosis; and, unplanned intraoperative renal stenting. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
During the placement of a bifurcated stent for a secondary intervention, the physician was unable to place the bifurcated stent directly on the aortic bifurcation. The placement of the main body stent landed close to the renal arteries and the physician elected to implant renal stents and snorkel the renal arteries as a preventative measure. The secondary intervention was completed and no endoleaks were observed at the conclusion of the procedure. The patient is reported to be doing well and there have been no additional adverse events reported for this patient. The secondary procedure was done to repair a type 3b endoleak were the patient had initially been implanted with a bifurcated stent and a suprarenal aortic extension.